Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first post-operative day following a laparoscopic sleeve gastrectomy procedure, the patient had a hemorrhage. The patient was re-operated to resolve the issue."